Event description:
It was reported by service report that the right siderail was intermittently could not be latched in the upright position. No patient involvement or adverse consequences are reported.